Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg had been turning on and off by itself. An impedance check showed no anomalies. Troubleshooting was attempted but could not provide resolution. As a result, the patient's ipg was explanted and replaced. The stimulation was working properly after the surgery. The issue has been resolved by surgical intervention.